Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl (1200 mcg/ml at 250 mcg/day) via an implantable pump for unknown indications for use. It was reported that the company representative (rep) got a request from the healthcare provider (hcp) to find out what 8476 error message was on the personal therapy manager (ptm). Technical services reviewed the error message was a motor stall. The rep was not with the patient. The patient was redirected to their hcp to further address the issue. The rep later reported that according to the logs the pump stalled on (B)(6) 2022 at 4:08 am and recovered that same day at 5:38 am. The most recent stall was this morning at 8:32 am and recovered at 9:40 am. The patient was driving during these times so there were no environmental causes they could think of that would have stalled the pump. The rep stated they would follow up with the hcp to discuss next steps.

Event description:
Additional information received reported that the actions/interventions taken to resolve the multiple motor stalls/recoveries was possible replacement tba prn. In regards to if the multiple motor stalls/recoveries was resolved it was noted as currently pump is in ¿motor stall recovery¿.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.